Event description:
Insulation of gyrus acmi bicoag bipolar cutting forceps frayed off of the instrument as we were entering into the abdominal cavity via a 10mm operative scope. Several pieces of the frayed instrument were then scattered within the abdominal cavity.